Manufacturer narrative:
(B)(4). Analysis of the lead found the insulation was cut/breached and the stylet was protruding gout of the insulation. There were markings visible in the outer insulation. It was also found that conductor #4 was broken 3.9 cm from the distal end.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the chronic intractable pain patient moved their body position while the lead was advanced in the epidural space through the insertion needle. When the stylet was exchanged out for another, the hcp felt a jamming sensation inside the lead. While trying to re-insert it several times, the lead insulator tore and it became unusable. It was stated that once the lead insulator tore, the stylet came to protrude from the lead. It was noted that it appeared that the malfunction was the result of the way it which the product was handled and that there was no issue with the product itself. The lead was replaced at the time of implant as a result of the event. There were no health hazards to the patient from the event. A supplemental report will be filed if additional information is received.